Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker detected intermittent loss of capture on a non-boston scientific rv lead. An x-ray noted that the terminal pin may not have been all the way into the header. Measurements through the pacing system analyzer were normal. However, when the lead was reconnected to the pacemaker a loss of capture was noted again. The physician elected to replace the pacemaker, however, after the new pacemaker (k063) was implanted intermittent capture was still noted. Therefore the non-boston scientific lead was surgically abandoned and a new lead was successfully implanted. The physician has thought the issue could have been related to a microdislodgement or a cardiac tissue issue. No adverse patient effects were reported. The new device (k063) remains implanted.